Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported deflation difficulty and difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficult to remove and treatment appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received as follows: while the inflated balloon was in the patients anatomy and unable to deflate, an attempt to deflate the balloon was made. The hypotube was cut purposely. This was unsuccessful. The balloon was then withdrawn into the iliac artery in the sheath. A sharp wire or access needle was inserted into the sheath. The sharp object was able to puncture the balloon. The entire balloon catheter was removed from the patients anatomy. Nothing remained in the patients anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 4.5x12mm nc trek dilatation catheter advanced to an unspecified coronary artery graft. After balloon dilatation was performed, the balloon was unable to deflate. After 29 minutes, the physician was able to remove the inflated balloon. It is unknown what the balloon was caught on. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.